Event description:
It was reported that a power on reset (por) condition occurred following overdischarge. Additional information has been requested but was not available as of the date of this report.